Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy ii stent was selected for use. However during preparation, the stent sheath and cover was removed a little too hard. The stent was pulled and was dislodged before it went into the patient's body. The procedure was completed with a different device. No patient complications were reported. Everything was fine.